Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. The company is seeking this information through the event investigation. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.

Event description:
It was reported that the controller experienced several power disconnect and high watt alarms. The controller was exchanged to their backup. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Correction: b5 h6: device code h10: other devices involved in this event. Other devices involved in this event: d4: pump/ (B)(6) / model #1104/ exp. Date: unknown /UDI#: unknown d10: device available for evaluation: no h4: mfg. Date: unknown h5: labeled for single use: yes h6: device code(s): FDA 3016; FDA 1171 h6: result code(s): FDA 3233 h6: conclusion code(s): FDA 11 d4: controller 2.0/ (B)(6) / model #1420 / exp. Date: 2018-03-31/UDI#: (B)(4) d10: device available for evaluation: no h4: mfg. Date: 2017-03-31 h5: labeled for single use: no h6: device code(s): FDA 3010; FDA 1198 h6: result code(s): FDA 3233 h6: conclusion code(s): FDA 11 this event was assessed and is being reported as part of a retrospective review of log file data. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported that the controller had multiple power up events and ventricular assist device (vad) disconnect alarms with their backup controller as well. There was suspicion of an electrical issue. It was also reported that the pump had a power consumption below normal operating range. The backup controller and the pump remain in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Conclusion: it was reported that the patient experienced power disconnect and high watt alarms. The controller, (B)(4), was returned for evaluation. The pump, (B)(4), was not returned. Review of the manufacturing documentation confirmed that the associated pump met all requirements for release. Various analyses were conducted and reviewed in order to evaluate the performance of the controller in relation to the reported event. Failure analysis of the returned device passed visual examination and functional testing. An attempt was made to replicate the issue by manipulating a driveline's connection to the controller during the analysis of the unit. Results revealed that the mechanical and electrical connection between a driveline and the controller was stable. A review of the controller log files revealed that on (B)(6) 2017, ten (10) vad disconnect alarms between 15:28:35 and 16:06:35 hours were recorded, as well as a high watt alarm at 15:29:03 on (B)(6) 2017 and at 10:35:01 on (B)(6) 2017. In addition, ten (10) controller power-ups and seven (7) motor start events were recorded between 15:28:55 on (B)(6) 2017 and 13:55:41 on (B)(6) 2018. An analysis of the alarm file revealed that the vad disconnect alarms were most likely false alarms, given that the speed recorded at the onset of the alarm was higher than the set speed of 2400 rpm. This indicates that a possible loss of commutation occurred. Commutation is the process of switching winding current to generate motion. If the pump rotational speed drifts higher than the speed set-point, the motor voltage will decrease to achieve the desired speed. However, if there is no change to the speed (speed reading remains frozen), the voltage will continue to decrease to zero. This likely caused the current to decrease to zero, triggering a vad disconnect alarm, even if the driveline was still physically connected to the controller. Two high watt alarms were logged, indicating that the power consumption went above the power limit of 5.0 watts; the high watt alarms were likely the result of the pump attempting to restart. The observed controller power-up and motor start events may be attributed to a disconnection of both power sources, in response to the vad disconnect alarms, and/or due to the controller attempting to restart the pump as a result of the false vad disconnect alarms. An investigation was initiated to capture controller power-up events. Based on the available information, the reported event was confirmed. A possible root cause of the event can be attributed to a loss of commutation, leading to false vad disconnect alarms. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product event summary: the controller, (B)(4), was returned for evaluation. The pump and the controller, (B)(4), were not returned. Review of the pump¿s manufacturing documentation confirmed that the associated device met all requirements for release. Various analyses were conducted and reviewed in order to evaluate the performance of (B)(4) in relation to the reported event. Failure analysis of the returned controller revealed that the device passed visual examination and functional testing. An attempt was made to replicate the issue by manipulating a driveline's connection to the controller during the analysis of the unit. Results revealed that the mechanical and electrical connection between a driveline and the controller was stable. Log file analysis associated with (B)(4) revealed an increase in power consumption starting on july 13, 2017. Analysis of the alarm log file revealed that fourteen (14) low flow alarms have been logged between june 8, 2017 and july 13, 2017, in addition, two (2) high watt alarms and ten (10) vad disconnect alarms have been logged since july 13, 2017. Analysis of the event log file revealed ten (10) controller power ups and seven (7) motor start events since july 13, 2017. It was determined that the vad disconnect alarms were most likely false alarms, given that the speed recorded at the onset of the alarm was higher than the set speed of 2400 rpm. This indicates that a possible loss of commutation occurred. Commutation is the process of switching winding current to generate motion. If the pump rotational speed drifts higher than the speed set-point, the motor voltage will decrease to achieve the desired speed. However, if there is no change to the speed (speed reading remains constant), the voltage will continue to decrease to zero. This likely caused the current to decrease to zero, triggering a vad disconnect alarm, even if the driveline was still physically connected to the controller. Two high watt alarms were logged, indicating that the power consumption went above the power limit of 5.0 watts; the high watt alarms were likely the result of the pump attempting to restart. The observed controller power ups and motor start events may be attributed to a disconnection of both power sources, in response to the vad disconnect alarms, and/or due to the controller attempting to restart the pump as a result of the false vad disconnect alarms. An internal investigation has been opened to capture events involving the controller losing power. Log file analysis associated with (B)(4) revealed power consumption within normal operating range. Analysis of the alarm log file revealed that two (2) vad disconnect alarms have been logged since july 11, 2017. Analysis of the event log file revealed three (3) controller power ups and one (1) motor start event since july 11, 2017. The controller power up events and vad disconnect alarms likely occurred during the controller exchange. Based on the available information, the reported event was confirmed. The most likely root cause of the reported event can be attributed to controller (B)(4) loss of commutation, leading to false vad disconnect alarms. Based on the risk documentation, possible causes of the observed low flows may be attributed to multiple factors including but not limited to thrombus at the inflow cannula, poor vad filling, inappropriate pump rotational speed, and/or constriction at the outflow graft. Additional products: controller, (B)(4). H3: yes, h6: FDA method code(s): FDA 4112 controller, (B)(4) h3: yes, h6: FDA method code(s): FDA 4112; FDA 4114, h6: FDA results code(s): FDA 213, h6: FDA conclusion code(s): FDA 67. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
This event was assessed and is being reported as part of a retrospective review of log file data. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
Device analysis: the controller passed visual inspection and functional testing. This report was identified following the conversion of complaint files from the legacy complaint handling system following integration and is being submitted to report analysis results. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.